Manufacturer narrative:
(B)(6).

Event description:
It was reported that during follow-up, high, out of range pacing lead impedance, high capture threshold and an increase in high voltage lead impedance were observed. The patient was asymptomatic. The pacing lead impedance increase was gradual over the previous year. The lead was explanted and replaced. Patient condition was good after the event.